Event description:
It was reported that the patient presented with an infection. It was reported that the infection was sustained the week prior to christmas. No cultures were taken. The patient was given antibiotics and the infection was cleared up in a "few" weeks. No explant occurred. It was reported that the physician was unsure of the date that the infection was first noted, but that it must have occurred during the implant procedure.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.